Event description:
The customer reported the sys failed to x-ray following the 5th acquisition or image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.